Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump not flowing as expected in the intensive care unit. Initial programming drip chamber flowed as expected, upon titration drip chamber was not running. This occurred during insulin therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.